Event description:
It was reported that a new user of the ilet experienced hyperglycemia with a blood glucose of approximately 400 mg/dl after a late and larger-than-usual meal announcement, followed by disconnecting from the ilet and administering 8 units of insulin by injection; the caregiver noted the smell of insulin near the ilet, tubing flow was confirmed, and no site leakage was observed, with suspected causes including early adaptation of the system to the user and possible cartridge leakage. Symptoms included elevated blood glucose without reported ketoacidosis or other complications. Outcomes included resolution of hyperglycemia after a complete infusion set change and user education on troubleshooting. Investigation included guided troubleshooting and patient/caregiver education. Investigation of this case revealed no alarms and that infusion set replacement was effective in lowering blood glucose. It was concluded that the event represented hyperglycemia with unclear cause, with user counseling provided and continued monitoring advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.